Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing of the atrial signal that led to pacing inhibition. Programming changes were attempted but were eventually returned to the nominal settings. After the nominal settings were restored, the oversensing stopped. No further intervention was performed. The patient was in stable condition.